Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 220-239 mg/dl. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery. Tandem technical support followed up with the customer and the customer¿s blood glucose was 118-156 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.